Event description:
The customer reported that she was continuing to test low on her pdm blood glucose meter, so she called her doctor, who advised her to go to the emergency room for treatment. While in the emergency room, her blood glucose was tested on the hospital meter with a result of 214 mg/dl. Her pdm result was 84 mg/dl. She also stated that when she tested on a separate meter, her blood glucose was 149 mg/dl while her pdm results was 66 mg/dl. She did not provide any details as to her treatment.

Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported inaccurate low blood glucose reading error was not confirmed. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider." It advises, "you should perform a control solution test: when you suspect that your meter or test strips are not working properly; when you think your test results are not accurate or if your test results are not consistent with how you feel."